Event description:
Revision surgery - the glenosphere dislodged (disassociation) from the baseplate causing the implant to fail. The pt subjected himself to an aggressive rehab, then sometime after his (B)(6) 2011 x-rays, which were determined to be okay, he lifted an air conditioner. Shortly after (B)(6) 2011, he began to have pain. He was revised on (B)(6) 2011.